Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
The urisheath was very difficult to remove with warm water, this has caused skin abrasion. The skin has been healed completely since then as he has used barrier cream to treat the lesion and he discontinued with urisheaths for some days. He has used incontinence pads instead. Consumer is wearing the urisheaths for some hours only (less than 24 hours) so he should use adhesive remover to remove the urisheath in case he has difficulties to remove it with water.